Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed loss of defibrillation due to off label use during a magnetic resonance imaging on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.